Event description:
It was reported that this was a venous closure of a common femoral vein using the pre-close technique prior to an pacemaker implantation procedure via a 10f sheath. Reportedly, the suture was deployed with no prostyle deployment issues noted. When the prostyle device was removed, the guide was noted to be separated. A snare was used to remove the separated guide. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 27f and the pacemaker procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.